Event description:
It was reported via repair work order that the torsion springs are broken which can affect functionality of the safety bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.